Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Dc jack connector of right ang ext cable was observed to be properly seated on the cardiomems i3 connector cover prior to disassembly. Visual inspection of returned material revealed functional damage to right ang ext cable in the form of the dc jack connector partially broken off from the pvc overmold. Exposed broken internal wires were visible from this damaged area of the right ang ext cable. No visible damage was observed on any other returned cables and cords associated with power supply connections which consisted of the ac power cord with ferrite ¿ us/canada and desktop en60601-1 class ii 50w 12v power supply. No other discrepancies or discernible damage besides normal wear and tear could be identified on the returned material. No software malfunctions or anomalies were observed. Root cause of the reported frayed cord leading to the unit not powering concluded to be a damaged right ang ext cable.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported their patient electonics devise would not power on and has exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.